Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: balloon rupture requiring medical intervention. Device issue: balloon rupture. It was reported that just after deploying the stent in the left circumflex (lcx), the balloon ruptured at 14 atm, which resulted in a severe dissection at the distal edge of the target lesion. A 3.0 x 15 mm ml vision had to be used to cover the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary - quality assurance analysis revealed that the sds was returned without any blood visible. There was contrast visible in the inflation lumen. The balloon was returned ruptured and unfolded. There was a longitudinal, 1.6 cm in length, rupture 2mm distal to the proximal markers. There were longitudinal scratches parallel to the rupture. There were multiple kinks in the hypotube. The hypotube and jacket were separated 1.2 cm distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The jacket was jagged and stretched at the separation. There was no other damage noted to the sds. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.